Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low pace impedance (140-170 ohms) when checked at the hospital. The patient had presented to the hospital for a non-device related health concern. The patient's device was at end of life (eol). A device replacement was performed. Due to patient condition, the physician elected not to replace the ra lead. The lead remains in service. There were no adverse patient effects.